Event description:
Information was received from the manufacturer¿s representative (rep) who reported an out-of-box issue as the new wireless recharger (wr) was unresponsive and the power level lights kept strobing. The rep tried to reset the wr, but it was still unresponsive.

Manufacturer narrative:
H3: analysis of the recharger wr9200 wireless insr (s/n: (B)(6)) revealed the device was unresponsive and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.